Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to the service department of olympus trading (shanghai) limited (oth) for inspection. The inspection confirmed followings; -the cable was broken. Due to this broken cable, the endoscopic image was not displayed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the inspection results by oth, olympus medical systems corp. (Omsc) assumed that the reported event was caused by the broken cable due to unexpected stress. This stress may have been caused by user handling. The instruction manual provides preventive measures against the reported failure mode. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to any of the olympus locations. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that there was no endoscopic image. This device was used in combination with the olympus camera control unit otv-s400. The customer replaced the device to another device and completed a procedure. There was no report of patient injury associated with this event.